Event description:
The patient was at the facility for a follow up and a slight migration was noted. The distal body overlap conforming to anterior wall of aneurysm could have led to a type 3 endoleak, therefore, revision was performed to prevent the type 3 endoleak. The stent was realigned with 2 extra stents. Migration of the distal body is thought to have been caused by disease progression.

Manufacturer narrative:
The device remains in situ, and therefore, was not returned for evaluation. Medical imaging was provided, which included the original pre-procedure CT scan done in 2013, and the angiography runs of the procedure done in 2014. No medical imaging from recent follow-ups was received. William a cook australia medical director reviewed the imaging and stated: "in the complaint they say that the ¿migration¿ (or separation) ¿could have¿ led to a type 3 endoleak, which implies that it hadn¿t quite progressed to be an actual endoleak. And they fixed the problem by re-lining with another device." The lot number was not provided and therefore a review of the work order record could not be performed. The device IFU states: "the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." "After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." "Potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak, and endoprosthesis (improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion)." Based on the information present, a definitive root cause of the complaint could not be determined. It is possible that one or a combination of the following factors contributed to the complaint: graft sizing, patient-related factors. It was stated in the complaint that it is possible that the graft migration was caused by disease progression.

Event description:
The patient was at the facility for a follow up and a slight migration was noted. The distal body overlap conforming to anterior wall of aneurysm could have led to a type 3 endoleak, therefore, revision was performed to prevent the type 3 endoleak. The stent was religned with 2 extra stents. Migration of the distal body is thought to have been caused by disease progression.